Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable to log in to station. A technical support specialist advised user to check with hospital information technology to recreate back user identify card on the server. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user was unable to login and authenticate. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.